Event description:
It was reported that the customer received an alarm on the insulin pump. The alarm reportedly wiped out the screen and then went back to normal. Customer's blood glucose was not known. The insulin pump was not present to perform troubleshooting with. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.